Event description:
At mid-morning, the blood pump (#1) emptying appeared to be brisked with about 50% ejection, but appeared to halt mid-cycle. The blood pump was changed at the bedside approximately nine (9) hours later after numerous attempts of troubleshooting the device, which included switching the ikus console, changing console settings, and redressing the vad site. The blood pump (#2) showed good filling and emptying.